Event description:
It was reported that during the procedure for treatment of a 90% stenosis in the right coronary artery (rca), a 2.75x33 multi-link 8 stent delivery system was advanced into the guide catheter. A leak was observed from the balloon lumen into the indeflator. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.